Event description:
The technician reported the brakes are not holding while in brake mode. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the brakes were out of adjustment most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010, 2011 and 2013, 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake casters to resolve the issue. Based on this information, no further action is required.